Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No no delivery alarms were found on or near event date in history file. Failed battery test occurred on 07/04/2024 12:02 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. No delivery alarm is not confirmed. Blank display is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm, and the pump shuts off. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, and mmt-397a. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.